Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction section b5: the high impedance issue was on the left lead. Correction section d4: serial number, lot number, expiration date and primary unique device identification (UDI) number corrected. Correction section d6a: implant date corrected. Correction section d10: concomitant medical product and therapy date for the scs lead corrected. Correction section h4: device manufacture date corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the device was unable to enter MRI mode and patient experienced ineffective therapy following multiple falls. Diagnostic testing revealed the left lead had multiple impedance issues. As a result, surgical intervention occurred on (B)(6) 2025 wherein the lead was explanted and replaced. Effective therapy was restored post-operatively.

Event description:
It was reported the patient experienced ineffective therapy following multiple falls. Diagnostic testing revealed multiple impedance issues. As a result, surgical intervention occurred on (B)(6)2025 wherein the lead was explanted and replaced. Effective therapy was restored post-operatively. It is unknown which lead contributed to the issue.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000151762. Date of event is estimated.